Event description:
Information was received from a patient's representative regarding an external device. The reason for call was yesterday the patient dropped their controller and the stimulation on/off button was broken. The button was coming apart. An email was sent to the repair department to replace the controller. Agent reopened reassigned case to send follow-up email to repair for controller and li battery pack and added secure note with serial number info. Pt rep called back and reported they got the controller but couldn't get anything to power on. Agent asked, they confirmed they swapped the rechargeable battery into the controller. Agent asked caller to remove battery to try to reboot controller and start charging on ac power cord, but they struggled when trying to remove the battery (sounded like they may have used a screwdriver). The battery pack broke in half; caller was unable to see the controller serial number. Agent closed case. Patient rep and patient called back reporting that they received the new battery pack but that they are having trouble setting the controller up. Patient rep stated that they started the pairing process and that they pressed english and then implant, but that they never got to set the date or anything else. Patient rep noted that when the patient went to turn the controller on, the time said 1pm and the screen was on the good afternoon lock screen. Patient rep noted that they were not able to get the controller past the looking for a device screen. Agent walked the patient rep and patient through finishing setting up the controller. Patient stated that their controller was at 100% charge and that they were recharging excellent. Agent asked the patient and patient rep if they could assist with anything else and the patient declined and said everything seemed to be working like usual. Agent documented the reported event.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6) product type: 0201-programmer patient; product ID 97745bp (serial: (B)(6) product type: 0001-accessory. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Product type h3: analysis of the (B)(6) programmer (s/n (B)(6)) revealed that complaint was unverified. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.